Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data from the device was also received and analyzed. Analysis found an alert was triggered for low battery voltage. The data showed the device reached recommended replacement time (rrt) on (B)(6) 2012 and was <(><<)>=2.62 volts. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted more quickly than expected. The ICD was explanted and replaced. No patient complications were reported as a result of this event.